Event description:
Boston scientific received information that this right atrial (ra) lead was attempted. During implant procedure the lead was able to sense; however, it failed to pace. The ra lead was replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.